Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in one of the grips. No damage found on conductor wires. The instrument was transferred to engineering for further inspection. Initial findings confirmed. The instrument passes energy recognition, however, fails to deliver energy. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire had broken at the proximal end, near the roll gear junction.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument would not cauterize. The customer reported event has no report of patient injury. On (B)(6) 2024, isi followed up with the customer and gathered the following information: there was no report of any arcing noted during the procedure.